Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that their implant site and sometimes their lower back and going down into their leg was very warm to the touch, it gets very hot an almost burning feeling and there was a lump where the wire goes to their spine in their spinal incision. Patient stated that at the incision site they could feel a lump like a little ball, almost like a gummy thing that they can move around and it is soft and squishy but it is movable and did not cause them any pain and they noticed it this week earlier. Patient mentioned that they were running through pads like crazy and peeing and wetting. The patient was redirected to their healthcare provider to further address the issue. They confirmed they could only get an appointment to see a personal assistant on (B)(6) 2024 being that the soonest. Patient said they let them know the symptoms they were currently experiencing. Patient said they would try to get in touch with one of the doctors from the list that the agent had sent them next week but all the issues they have had make them regret having gotten the device implanted, they said they might had to have it taken out if issue persists.